Event description:
It was reported that a farawave catheter was prepared and used in the suggested way to treat a paroxysmal atrial fibrillation. After ablating a common left trunk and the right superior vein the physician tried to intubate the right inferior pulmonary vein (ripv). The physician didn't get enough torque on the sheath and didn't reach the ripv only the right superior pulmonary vein. After the 5th attempt the physician feels resistance and decided to pull out the catheter from the patient, then was noticed the guidewire hardly bent, also with a serious damage before the j tip of the wire. To solve the issue another guidewire was used, and the pulmonary vein isolation procedure was finished. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).